Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2317-70, serial/lot: (B)(4), description: infinion cx. Device remains implanted in patient.

Event description:
A report was received that the patient underwent a surgical revision procedure due to the migration of both leads.